Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is trying a pillow or rolled up towel for charging. The patient will consider a possible pocket revision if she has no success. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for chronic pain and failed back syndrome. It was reported that the patient¿s implantable neurostimulator (ins) ¿tipped¿ in the pocket making it had to recharge the device. The patient noted that she wore her abdominal binder for six weeks straight. The issues were not resolved at the time of the report, an appointment was scheduled for (B)(6) 2020 and it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.